Event description:
It was reported that the guidewire would not thread through the introducer. Another brand guidewire was used and would not go through the introducer. The site was lost and another site was attempted with a cook introducer with a cook guidewire. The clinician attempted to use an edwards dilator, but was too "soft" and could not silte the skin. The clinician tried to thread the ew catheter over the cook guidewire, but would not go past 4 cm into the skin.

Manufacturer narrative:
The catheter was returned with two guidewires, an .018" that is not supplied in the kit and 0.025" that is supplied. Both guidewires were examined. The .018" guidewire was bent in 6 areas near the j tip end. The .025" guidewire was in good condition. The catheter was examined and all through lumens were patent and there were no leaks. There were no kinks or indentations observed in the body tube. There were also two needles returned, an 18 gauge otn (non-edwards) and the 22 gauge needle. The catheter over needle (18 gauge otn) was examined and found to be damaged at the transition area (catheter to needle tip). The tip appeared to have caught or wedged on something damaging the transition area. Both returned, and a new guidewire (lab sample) was passed through the needle catheter without any abnormalities.